Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24471. The patient was implanted with two scs leads from the same lot number. It was reported the patient is scheduled to have his scs system removed. Per the patient's physician, the system did not work well for the patient. In addition, the patient needs to have an MRI done.

Manufacturer narrative:
The ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.